Manufacturer narrative:
Model number provided, at5044, is for the leg rests, not the device.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Ivc territory business manager states the pin on the hinge slides out, causing the calf pad to fall off. MDR filed.